Event description:
It was reported that after implant high impedance values were seen on contacts 2 and 3. High impedances were also later seen on contact 1. The patient did not complain of any new symptoms or a worsening of his condition, but it was too early to assess if he was receiving therapeutic effect. The lead was left implanted pending the efficacy of the working contacts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model: 3389-40, lot# 0206013413, implanted: (B)(6) 2012, explanted: na. (B)(4).